Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, occurred during a laparoscopic cholecystectomy procedure. The clip applier was being applied to the common bile duct. The surgeon inserted the clip applier and went to fire, but it would not fire. The clip applier would not come out of the port. The surgeon was able to squeeze the handle and clips were able to be fired from the device. The jaw did not look misaligned and appeared to be closed. Had to remove the port from the patient and place new ports to finish the procedure. The incision was not extended when inserting the new ports. A new clip applier was also used, however, there were issues with firing the second device and were unable to pull through the port as well. Used a third clip applier that worked. The patient was not harmed.